Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the compressor could not be turned on. Our field service engineer investigated the compressor mini on site. The transformer was identified as the faulty part and was replaced. The replaced part was sent for further investigation. Simulated use testing of the returned part could reproduce the reported issue. The device did not start up. Further investigation showed the electrical measurement verified that there was an open circuit over the transformer, which deviates from specification. There is a risk of stop of ventilation or too high oxygen concentration if the compressor stops during ventilation. If this happens, several alarms will be generated. The reported issue has been investigated by the manufacturer, the root cause was traced to the manufacturing process. It was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. The transformer is fitted with two 115 °c non-re-settable thermal over-temp fuses, one in each winding. Corrective actions to correct the verified issue was implemented during week 51, 2019.

Event description:
Manufacturers ref: (B)(4).